Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by medwatch that the patient came to blood draw room for port flush with labs. Patient's port accessed, while flushing port needle noted to be leaking from head of the port (in between the wings). Needle was removed. No other information was provided.